Event description:
The customer reported that the system had a broken pin in the interconnect and there was no image on the monitor. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the socket interconnect in the generator side. An image was taken and displays on the monitor. The system operates as intended.